Event description:
On (B)(6) 2011, customer reported a leak near the mixing module on the dxh 800 instrument. Customer could not locate the leak and requested service. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and noted that the nucleated red blood cells (nrbc) mix chamber overflowed. Fse cleaned the spill and replaced the nrbc mix chamber and sample tubing. Fse also replaced the damaged stm pending sensor, click-n-seal fittings at the probe rinse, retic stain, and differential preservative pmi pumps, and a bent aspiration probe. Fse verified alignments and conductivity matching. No further leaks have been reported.

Manufacturer narrative:
Results: field service engineer replaced the nrbc mix chamber and sample tubing. (B)(4).